Event description:
It was reported that they have a patient rewarming on the arctic sun device and were receiving alarms 02 (low flow). Mis had nurse to empty pads to disconnect. The device then gave alert 07 (empty pads not complete). The system diagnostics read inlet pressure was -11.8, water reservoir level was 5, system hours were 1023.2 and pump hours were 897.5. Nurse stated that they have not filled the device with any water. Nurse disconnected pads carefully, they were filled with water still. Nurse emptied pads and had nurse reconnect using the proper technique. The device primed pads, unable to get a flow rate. Mis informed nurse to send to biomed for evaluation labeled no flow, nurse would need to switch devices. Biomed calling to troubleshoot loaner device for low flow issues. Per follow up information received via phone on (B)(6) 2023, nurse stated that initial reporter was not available, and they were unaware of event. No patient injuries, patient switched to a different device. Biomed stated that device was working fine after troubleshooting with technical support.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device was operating appropriately per biomed evaluation. A device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported event was unconfirmed, hence labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they have a patient rewarming on the arctic sun device and were receiving alarms 02 (low flow). Mis had nurse to empty pads to disconnect. The device then gave alert 07 (empty pads not complete). The system diagnostics read inlet pressure was -11.8, water reservoir level was 5, system hours were 1023.2 and pump hours were 897.5. Nurse stated that they have not filled the device with any water. Nurse disconnected pads carefully, they were filled with water still. Nurse emptied pads and had nurse reconnect using the proper technique. The device primed pads, unable to get a flow rate. Mis informed nurse to send to biomed for evaluation labeled no flow, nurse would need to switch devices. Biomed calling to troubleshoot loaner device for low flow issues.